Event description:
It was reported by international mmi facility (canada) that the trach head cracked on one (1) size 6cfn, cuffless fenestrated tracheostomy tube. The device was in use approximately fifteen (15) days when the reported problem was detected. It is unk what type of trach care, cleaning and maintenance was performed. There was one (1) pt involved with no reported pt compromise. The 6cfn device was returned to the MFR on 6/20/97 and processed to the quality analytical laboratory for analysis and investigation.